Event description:
It was reported that, qxr have experienced some weeping/leaking of contrast from the end cap on the side port of the powerloc needles. They inform this has happened despite efforts to ensure this cap is tight. No patient serious injury or harm reported. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.